Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately high. Pt obtained blood glucose results of greater than 200 in the morning and in the low 100's in the afternoon. Patient routinely took glucophage medication for diabetes, which may have caused afternoon blood glucose results to be lower than the morning results. Pt went to their physician and was advised that their meter may not be working correctly. There is no indication that the pt experienced injury or medical intervention due to the meter. The customer care representative walked the pt through reinstalling the battery and the error 2 prompt appeared while trying to reset the meter which was not resolved. The meter was replaced.